Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of mg/dl 63 mg/dl. Customer blood glucose reading was 32 mg/dl. Customer low blood glucose reading was treated with food. The insulin pump did not over- delivery. Troubleshooting was not completed. The product was not returned. Customer was using auto mode featured. Customer reports auto mode was not automatically delivering insulin at the time of low bg event.